Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that the device "moved." The device remains in use. No complications have been reported as a result of this event.

Event description:
It was reported that the patient felt vibration, pain, and throbbing in the device area. The patient mentioned that, at times, the area appeared red and felt warm. The patient stated that being around electrical things caused the device to have problems. The device remains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.